Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient was going to be explanted due to a wound dehiscence at the spinal incision. Hcp saw the patient and said that her spinal incision had opened up. Clinically she is fine, placed her on oral antibiotics and is planning to explant system on friday ((B)(6) 2018). Patient has been very pleased with her stimulator and wants it replaced when the hcp clears her to have it re-implanted. No known environmental/ external/ patient factors may have led or contributed to the issue. The diagnostic/ troubleshooting performed was visual appearance of wound dehiscence in the spinal incision. Oral antibiotics, explant, followed by 4-6 weeks of oral antibiotics. The issue has not been resolved at the time of this report. The hcp does not have further information for manufacturer. As previously mentioned patient has been pleased with the implantable neuro stimulator (ins). Once cleared course of antibiotics, she wants her system re-implanted. Yes surgical intervention will occur. Patient will have system explanted on (B)(6) 2018. Patient is alive. No further patient symptoms or complications were reported in this event.